Event description:
It was reported that during a procedure using an ultrasonic scalpel, the device had the tip fall off. The patient had to be opened up to retrieve the piece.

Manufacturer narrative:
The complaint device was not returned to stryker sustainability solution (sss) for an evaluation therefor, the reported issue could not be substantiated and a conclusive root cause could not be determined. Typically, broken blades are a result of the blade contacting a hard object, possibly a staple or surgical clip, during clinical use (i.e. End user technique contrary to the IFU). The device history record for the returned device indicates that the complaint device passed all applicable inspections and tests prior to release. The reported event is not occurring more frequently or with greater severity than is usual for the device.